Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that it was the distal end of the pipeline that failed to open. Resheathing and redeployment was attempted without successfully opening the pipeline. The pipeline was not positioned in a vessel bend. Both the phenom catheter and the pipeline were replaced to complete the procedure successfully. The patient was noted to be recovering normally.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex and phenom 27 catheter were returned inside the inner pouch, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened and frayed. The proximal end of the braid was opened and frayed. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 10.0cm to 16.6cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed that the braid's distal end was not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was moderate, which rules vessel tortuosity out as a potential cause. The damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Additionally, both the pipeline flex and the catheter were found to be damaged. The observed damages to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggest that excessive force was applied. These damages may have occurred while the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. The customer reported the moderate vessel tortuosity and indicated that a continuous flush with heparinized saline was used during delivery, eliminating these factors as potential causes. The cause of resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance in the distal section of the phenom catheter and failed to open. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the left internal carotid artery ophthalmic artery with a max diameter of 3mm and a 2mm neck diameter. The landing zone was 4mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 10mm diameter. Dapt (dual antiplatelet treatment) was not administered. The angiographic result post procedure was normal. It was reported that a 6f long sheath (cook) and an intermediate catheter 6f-115 were used as proximal support. The phenom was placed into the middle cerebral artery and a blood flow diversion dense mesh stent 500-20 was deployed through it. When deploying the blood flow diversion dense mesh stent, the delivery resistance was large, the tip end could not be opened, and the stent could not be retrieved into the phenom catheter for re-deployment. Therefore, the phenom catheter and the blood flow diversion dense mesh stent ped-500-20 were withdrawn from the body together. After simulated pushing in vitro, the stent still could not be retrieved into the phenom catheter. The operator stated that there were quality issues with the stent and the phenom catheter. The catheter was flushed continuously with heparinized saline. The catheter and pushwire were not damaged. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: ped-500-20 (b691910). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.